Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A report was recently given regarding some total knee instrumentation used during the covid shutdown for essential cases. No rep on sight and was recently informed of the breakages. Over three surgeries several items were damaged. Three tibial trial extractors had snapped removing the articulating surface. Three spacers were shown to have cracks near the bearing surfaces and one fixed bearing size 9 articulating surface had cracked near the smaller spring. All items need to be replaced as this brings the hospital unable to do an attune knee should the need arise. Unknown patience consequences or surgical delay. Customer reference/po/service: (B)(6), patient status/ outcome / consequences: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> the device associated with the reported event was not returned for evaluation. Visual examination of the provided photographs confirmed the reported event. The tips of the instrument were broken. The noted damage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.